Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated that she was ok and was able to continue therapy. The patient stated the alarm did not clear but they started over with new supplies. No sample was available. This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter global technical services (gts) regarding a system error (se) 2240 that occurred on the homechoice (hc). The technical service representative (tsr) explained alarm indicates air entered the set up. Hp started therapy over using twin bag setup. There was no injury or medical intervention reported.